Event description:
This pt underwent a right total hip arthroplasty with a depuy lps pc prosthesis inserted. The pt had recurrent dislocations post surgery requiring a closed reduction about four days later, and then a complete redo at approximately two weeks later. Upon evaluation of the femoral stem, the modular components were cold-welded together, and could not be unlocked and the whole component appeared to have rotational instability requiring insertion of a new prosthesis.